Event description:
Orif (open reduction and internal fixation) of a distal radius and screws were being placed into the dorsal spanning plate. During this process, the distal tip of the drill bit broke off into the patient.